Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) unit powers on but will not power off. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. Since the solenoid board used in the fault detection of the device has failed, was replaced with a new one. The device was turned on, but it was seen that it did not turn off. As soon as the device sees a battery in the battery slot 1, the device turns on, but the on/off button does not work and does not turn off. The device is only plugged into slot 2. It can be used with single battery and socket. Controlling the batteries. The power management card must be replaced with a new one. Power management and engine control based on fault detection of the device board was replaced. Function tests of the device were performed and all functions have been tested. Different ECG by connecting the device with the trainer values were run. The unit passed all safety and functional tests to manufacturer specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.